Event description:
The patient had a blood glucose level of 75 mg/dl and then ate cake to bring her blood glucose level up. She then received a blood glucose result of 463 mg/dl and injected 10 units of insulin. Within 10 minutes the patient got a result of 165 mg/dl. And, at a later time: 542 mg/dl, hi (greater than 600 mg/dl), and 132 mg/dl. All results were obtained on the mobile system. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).